Manufacturer narrative:
Device evaluation: the report of a potentially compromised driveline was confirmed based on the evaluation of the returned pump. The pump was returned with the driveline cut approximately 4.5 inches from the pump housing and the severed portion of driveline, measuring approximately 33.5 inches in length, was returned. Continuity and high potential testing was performed on the 33.5 inch distal end portion of the driveline, which did not identify any breaches to the wires that would have resulted in the reported event. Electrical continuity testing of the pump end portion of driveline revealed that all wires were electrically intact. No shorts or discontinuities were found during the electrical continuity testing. The shielding and bionate were removed, and examination of the underlying wires revealed a breach in the insulation of one wire, approximately 2.5 inches from the pump housing, in the area of the terminus of the pump end bend relief. The conductors of the wire were exposed. The insulation breach of the compromised wire appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the driveline in this area over time. There was no evidence of mechanical damage such as crushing or pinching. If the exposed conductors contacted the braided shield while the device was supported by the power module, the resulting short-to-ground would have caused the reported low speed and pump stop events. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Additional information: it was reported that the patient remained on lvad support until ultimately receiving a heart transplant on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 years, 1 month. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2016, a pump stoppage event occurred while the system controller was connected to a power module. The vad coordinator reported two additional pump stoppage events that occurred while the patient was lying in bed. The patient was asymptomatic, and had reportedly experience weight loss of approximately 8 pounds since the pump was implanted. System controller log files reviewed by the manufacturer¿s technical services representative confirmed a pump stoppage event on (B)(6) 2016. X-ray images of the driveline did not show any obvious areas of concern. An ungrounded patient cable was issued to the patient for use with the power module. An evaluation of the percutaneous lead (driveline) driveline was performed on (B)(6) 2016 by the manufacturer¿s technical service representatives. The device passed electrical continuity testing. Replication of the alarm was not able to be achieved through manipulation of the external portion of the driveline, or with patient movement. Additional x-ray images revealed an area of concern on the driveline 22 cm from the distal end of the pump. The outer silicone jacket of the driveline was opened, and revealed an indentation in the driveline. There was no evidence of electrical arcing, and no visible damage to the shielding or wires. Review of the downloaded system controller log files during the evaluation found no additional pump stoppages or speed fluctuations. It was reported that the system controller was replaced as a precaution. The plan was for the patient to remain on the ungrounded power module patient cable, with monthly follow up with the lvad clinicians. No additional information was provided.